Event description:
A patient underwent a cesarean section and the insorb 2030 skin stapler was used to close the skin incision. The user experienced a device malfunction while in the operating room. The device was returned for investigation and a portion of the device was broken off and not returned with the device.